Event description:
Reported through clinical study f/u: approx 47 months post implant the pt expired due to cerebro vascular accident; non-hodgkins lymphoma and pneumonia. The product remained implanted and therefore, not returned for analysis.